Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomlay. The customer's blood glucose was 150 mg/dl at the time of incident. Customer stated that the audio beep volume was not actually changing upon adjusting it. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Unable to confirm audio or vibrate anomaly because hardware low level failures error alarmed during self test and confirmed in insulin pump history with variable due to broken trace at pin keypad assembly.